Event description:
On (B)(6) 2012, a physician reported a vns patient death. Multiple attempts for additional information regarding the patient, products, and circumstances of death have been unsuccessful.